Manufacturer narrative:
Qc is run once a day and the instrument is currently working within specifications. The erroneous result occurred on a specific sample. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse inspected the instrument. The fse performed: reproducibility, carryover, latex and qc recovery; all results passed within specifications. Since 2007, there have been no further issues with high plt results from this account. The root cause of the event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.

Event description:
Per beckman coulter inc. (Bci) customer, platelet (plt) result generated by the coulter ac.t diff 2 did not match plt results obtained at a hospital. A pt sample was tested for plt and a result of 426 x 10 to the 3rd power cells/ul was obtained. Based on available information, the pt was hospitalized due to issues not related to this result. A fresh sample was collected from the pt at the hospital and tested for plt and a result of 378 was obtained (units and instrument are unknown). The sample collected at the hospital was re-tested and the repeated plt result was 337 (units and instrument were not specified). There was no death or injury related to this event.